Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fc biliary rmv stent was implanted to treat a non-calcific chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2015 as part of the e7058 wallflex biliary fully covered chronic pancreatitis rct clinical trial. A baseline assessment of biliary obstructive symptoms was conducted and identified no symptoms. Baseline laboratory tests were conducted on (B)(6) 2015. Reportedly, the patient's gallbladder was not present at the time of enrollment. According to the complainant, the patient underwent study stent placement as an inpatient procedure on (B)(6) 2015. Reportedly, the patient had symptoms of fever, nausea, and vomiting that were a result of bacterial infection due to the stent placement procedure. The patient was hospitalized and given antibiotics to resolve the infection. The infection was considered resolved on (B)(6) 2016. On (B)(6) 2016, the patient presented with inward stent migration leading to cholangitis and liver abscess that was deemed to be related to the study stent. The patient was hospitalized from (B)(6) 2016. Reportedly, the patient underwent an ercp and was discharged from the hospital on (B)(6) 2016 but the cholangitis was not yet resolved. Reportedly, the patient exited the study on (B)(6) 2016 due to an unknown adverse event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fc biliary rmv stent was implanted to treat a non-calcific chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. A baseline assessment of biliary obstructive symptoms was conducted and identified no symptoms. Baseline laboratory tests were conducted on (B)(6) 2015. Reportedly, the patient's gallbladder was not present at the time of enrollment. According to the complainant, the patient underwent study stent placement as an inpatient procedure on (B)(6) 2015. Reportedly, the patient had symptoms of fever, nausea, and vomiting that were a result of bacterial infection due to the stent placement procedure. The patient was hospitalized and given antibiotics to resolve the infection. The infection was considered resolved on (B)(6) 2016. On (B)(6) 2016, the patient presented with inward stent migration leading to cholangitis and liver abscess that was deemed to be related to the study stent. The patient was hospitalized from (B)(6) 2016. Reportedly, the patient underwent an ercp and was discharged from the hospital on (B)(6) 2016 but the cholangitis was not yet resolved. Reportedly, the patient exited the study on (B)(6) 2016 due to an unknown adverse event. Additional information received on 21sep2016. The patient was reported to have the following medical history prior to study stent placement: gold 2 copd, diabetes mellitus due to chronic pancreatitis caused by alcoholism, hospitalization due to cp exacerbation complicated by pseudocyst formation, portal thrombosis, suspicion of inflammation of the pancreatic region, gastric retention due to bulb swelling caused by chronic pancreatitis, cholangitis due to cbd compression possibly caused by pseudocyst, ptbd placement, later rendezvous ercp, and recurrent swelling of the bulb with feeding problems. An abdominal CT performed on (B)(6) 2016 revealed that there was intrahepatic bile duct dilatation in the right lobe of the liver, probably due to selective stent draining to the left. Also there were multiple small liver abscesses noted in segments 5-8 which were too small to drain, but the patient was started on intravenous antibiotics. An ercp was performed which revealed very extensive gastric ischemia and the physician chose to discontinue the ercp due to the risk of complications. X-rays had already led to a suspicion of inward migration of the wallflex fc biliary rmv stent. A decision was made to place a percutaneous biliary drain via the right lobe of the liver, which progressed without complications. The wallflex fc biliary rmv stent, however, was dislodged from the bile duct to the intestine. Later imaging showed that the wallflex fc biliary rmv stent had left the body via the intestinal route. According to the physician, the tip of the drain may have hooked the stent causing it to migrate.

Manufacturer narrative:
Updated with additional information received on 03nov2016.

Event description:
It was reported to boston scientific corporation on july 29, 2016 that a wallflex fc biliary rmv stent was implanted to treat a non-calcific chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2015 as part of the e7058 wallflex biliary fully covered chronic pancreatitis rct clinical trial. A baseline assessment of biliary obstructive symptoms was conducted and identified no symptoms. Baseline laboratory tests were conducted on october 07, 2015. Reportedly, the patient¿s gallbladder was not present at the time of enrollment. According to the complainant, the patient underwent study stent placement as an inpatient procedure on (B)(6) 2015. Reportedly, the patient had symptoms of fever, nausea, and vomiting that were a result of bacterial infection due to the stent placement procedure. The patient was hospitalized and given antibiotics to resolve the infection. The infection was considered resolved on (B)(6) 2016. On (B)(6) 2016, the patient presented with inward stent migration leading to cholangitis and liver abscess that was deemed to be related to the study stent. The patient was hospitalized from (B)(6) 2016. Reportedly, the patient underwent an ercp and was discharged from the hospital on (B)(6) 2016 but the cholangitis was not yet resolved. Reportedly, the patient exited the study on (B)(6) 2016 due to an unknown adverse event. Additional information received on 21sep2016. The patient was reported to have the following medical history prior to study stent placement: gold 2 copd, diabetes mellitus due to chronic pancreatitis caused by alcoholism, hospitalization due to cp exacerbation complicated by pseudocyst formation, portal thrombosis, suspicion of inflammation of the pancreatic region, gastric retention due to bulb swelling caused by chronic pancreatitis, cholangitis due to cbd compression possibly caused by pseudocyst, ptbd placement, later rendezvous ercp, and recurrent swelling of the bulb with feeding problems. An abdominal CT performed on (B)(6) 2016 revealed that there was intrahepatic bile duct dilatation in the right lobe of the liver, probably due to selective stent draining to the left. Also there were multiple small liver abscesses noted in segments 5-8 which were too small to drain, but the patient was started on intravenous antibiotics. An ercp was performed which revealed very extensive gastric ischemia and the physician chose to discontinue the ercp due to the risk of complications. X-rays had already led to a suspicion of inward migration of the wallflex fc biliary rmv stent. A decision was made to place a percutaneous biliary drain via the right lobe of the liver, which progressed without complications. The wallflex fc biliary rmv stent, however, was dislodged from the bile duct to the intestine. Later imaging showed that the wallflex fc biliary rmv stent had left the body via the intestinal route. According to the physician, the tip of the drain may have hooked the stent causing it to migrate. Additional information received on 03nov2016: the patient's cholangitis and liver abscess were deemed to be not related to the study stent. It was confirmed on (B)(6) 2016, that the stent had completely migrated out of the patient.

Manufacturer narrative:
Updated with additional information received on march 21, 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fc biliary rmv stent was implanted to treat a non-calcific chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. A baseline assessment of biliary obstructive symptoms was conducted and identified no symptoms. Baseline laboratory tests were conducted on (B)(6) 2015. Reportedly, the patient¿s gallbladder was not present at the time of enrollment. According to the complainant, the patient underwent study stent placement as an inpatient procedure on (B)(6) 2015. Reportedly, the patient had symptoms of fever, nausea, and vomiting that were a result of bacterial infection due to the stent placement procedure. The patient was hospitalized and given antibiotics to resolve the infection. The infection was considered resolved on (B)(6) 2016. On (B)(6) 2016, the patient presented with inward stent migration leading to cholangitis and liver abscess that was deemed to be related to the study stent. The patient was hospitalized from (B)(6) 2016. Reportedly, the patient underwent an ercp and was discharged from the hospital on (B)(6) 2016 but the cholangitis was not yet resolved. Reportedly, the patient exited the study on (B)(6) 2016 due to an unknown adverse event. Additional information received on 21sep2016: the patient was reported to have the following medical history prior to study stent placement: gold 2 copd, diabetes mellitus due to chronic pancreatitis caused by alcoholism, hospitalization due to cp exacerbation complicated by pseudocyst formation, portal thrombosis, suspicion of inflammation of the pancreatic region, gastric retention due to bulb swelling caused by chronic pancreatitis, cholangitis due to cbd compression possibly caused by pseudocyst, ptbd placement, later rendezvous ercp, and recurrent swelling of the bulb with feeding problems. An abdominal CT performed on (B)(6) 2016 revealed that there was intrahepatic bile duct dilatation in the right lobe of the liver, probably due to selective stent draining to the left. Also there were multiple small liver abscesses noted in segments 5-8 which were too small to drain, but the patient was started on intravenous antibiotics. An ercp was performed which revealed very extensive gastric ischemia and the physician chose to discontinue the ercp due to the risk of complications. X-rays had already led to a suspicion of inward migration of the wallflex fc biliary rmv stent. A decision was made to place a percutaneous biliary drain via the right lobe of the liver, which progressed without complications. The wallflex fc biliary rmv stent, however, was dislodged from the bile duct to the intestine. Later imaging showed that the wallflex fc biliary rmv stent had left the body via the intestinal route. According to the physician, the tip of the drain may have hooked the stent causing it to migrate. Additional information received on 03nov2016: the patient's cholangitis and liver abscess were deemed to be not related to the study stent. It was confirmed on (B)(6) 2016, that the stent had completely migrated out of the patient. Additional information received on 21mar2017: the migration noted on (B)(6) 2016 was noted to be a partial proximal migration.